Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained on vaccinated patient. Customer refused to answer additional questions as customer believes issue is resolved. Eua # (B)(4). The following information was provided by the initial reporter: customer called to report covid positive test results on their patients who have been vaccinated several weeks prior to the test. Customer responded via email and said the patient tested positive after receiving the vaccine. Customer also mentioned they have implemented new protocols to ensure this doesn¿t happen again with vaccinated patients. Customer refused to answer additional fp questions as customer believes issue is resolved.

Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Due to unknown lot# a DHR could not be performed. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained on vaccinated patient. Customer refused to answer additional questions as customer believes issue is resolved. Eua # (B)(4). The following information was provided by the initial reporter: customer called to report covid positive test results on their patients who have been vaccinated several weeks prior to the test. Customer responded via email and said the patient tested positive after receiving the vaccine. Customer also mentioned they have implemented new protocols to ensure this doesn¿t happen again with vaccinated patients. Customer refused to answer additional fp questions as customer believes issue is resolved.